Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won¿t power up) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective u104 component. The patient received a replacement monitor.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient¿s monitor would not power up. The patient was issued a replacement monitor.